Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pump stopped while the pt was connected to the power module. The pump reportedly started when the pt switched to battery support. The hospital initially suspected that the issue was a compromised wire conductor in the system controller power lead; however, analysis of the returned system controller by the manufacturer did not reveal any conductor issues and the controller functioned as intended during analysis. Initial x-rays of the percutaneous lead revealed minimal wear and tear. Further eval of the percutaneous lead is pending. In the meantime, the pt has been provided a non-grounded pt cable and remains ongoing on lvad support with no further issues reported.